Manufacturer narrative:
Device evaluated by manufacturer. The returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon material 24mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A ranger 6x100x80 drug coated balloon was selected for use in a vasodilatation procedure in a superficial femoral artery (sfa). The target lesion was 99% stenosed, moderately tortuous and moderately calcified. During the procedure, the balloon was inflated for 10 seconds at 6 atmospheres and when the inflation device was rotated to apply more pressure, the balloon ruptured. The balloon was removed and the procedure was completed with another of the same device. No patient complications were reported.